Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ah01. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a sr75 reload loaded in the device. The reload was returned fully fired. In addition, two more sr75 reloads were received. The reloads were returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a right hemicolectomy, one ntlc75 broke. During firing the reload to transect the bowel, the firing knob broke. All pieces were retrieved. Cleaned the fragments, changed the device. It was necessary to remove more bowel. Because the bowel was stapled only half, it was needed to remove that staple line, taking more bowel to perform this action. Surgery was delayed 20 minutes. Removal of more bowel did not result in any patient consequences. The patient is out the hospital, without any relevant consequence.